Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately at 7:30pm on (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose result of 77 mg/dl on the subject meter compared to 40 mg/dl on an accu-chek meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. The patient manages her diabetes with insulin (self-adjuster). It is unclear what action, if any, the patient took after obtaining the alleged inaccurate result. She claimed that 45 minutes - 1 hour after the start of the alleged issue, she developed symptoms of sweaty [and] shakiness. She reported that between 8:15-8:30pm on (B)(6) 2016, she self-treated her symptoms with food/drink. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure, the patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. The cca also confirmed that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurately high reading on the subject meter, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged inaccuracy issue began.